Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. A right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance measured 4047 ohms. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Ventricular sic up to 2201; ventricular tachycardia (vt) non-sustained and detected ventricular fibrillation (vf) episodes with evidence of lead noise oversensing resulting in inappropriate shocks. Concomitant medical products: lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered multiple inappropriate shocks due to oversensing noise. It was further reported that the lead triggered rv bipolar and superior vena cava (svc) impedance alerts. The lead was capped and replaced. No further patient complications have been reported as a result of this event.